Event description:
Stent was originally placed due to an popliteal aneurysm in the right leg in 2005. Since then it has been clogged on 4 occasions, caused extreme pain and suffering due to the fact, he had to return for "cleaning" in order for circulation to continue. But now he is in jeopardy of losing his foot if clogging occurs again. [See scanned pages]